Manufacturer narrative:
Additional information: date returned to mfg: 9/20/2019. The device was returned for evaluation. Device history record reviewed (DHR) and no functional failures were observed during manufacturing process. The e378 error is caused by mechanical ringing in the tin-can motors when they are commanded to stop which causes the software to mis-interpret position of the I/o motor and issue an e378 phase loss error. The I/o motor controls the inlet and outlet valves. This does not, however, affect the frequency of the plunger motor. Also, the pump is designed to fully close the I/o valve when an e378 error is detected to ensure no free flow of medication in such cases. Examination of the pump¿s event logs and the mednet event/alarm log report determined that the pump was first programmed for a 3 hr 30 min infusion of 5 ml of fentanyl at 1.5 ml/hr at 11:41 am on (B)(6) 2019 which was interrupted by opening the door 3 min 46 sec later. The device was then powered off for 67 minutes and back on, at which time it displayed the referenced e378 error message. The device was then powered off and on again and reprogrammed for a 33 hr 30 min infusion of 50 ml of fentynal at 1.5 ml/hr at 13:09. The infusion then ran for 5 minutes when it was stopped by a distal air alarm. No further infusion activity occurred and the pump was powered off at 13:23. The pump event logs confirm the device infused a total of 0.1 ml. The customer¿s report of patient showing no adverse symptoms is consistent with evaluation of no over-delivery.

Manufacturer narrative:
The device is available for evaluation and is pending investigation.

Event description:
The customer reported that a plum a+ pump experienced over-delivery of fentanyl. The pump was set to run for 33 hours and 30 minutes at 75 mcg/hr (1.5 ml/hr). The pump alarmed and infused the bag of fentanyl in five minutes. The nurse checked the program setting and it was verified that the device was programmed correctly. The patient's IV site was good with no signs of infiltration. The patient was on a ventilator when the event occurred and being monitored prior to the event. There were no signs or symptoms of adverse drug reaction noted.